Manufacturer narrative:
(B)(4). Arcos 17x150mm spl tpr dist, pn 11-300817, ln 210970. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-05977. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported patient experienced low back pain due to subsidence greater than 5mm resulting in a leg length discrepancy on an unknown date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history recrod was reviewed and no discrepancies were found. Root cause was unable to be determined as the necesary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.